Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 300 mg/dl, 430 mg/dl and 478 mg/dl. The customer reported that they had performed the high pressure test and in the both first and second attempt there was no alarm and no insulin leaking from tubing. The customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No cosmetic damage noted.